Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. All available information was investigated and a definitive cause for the slda in this incident could not be determined. The increased mitral regurgitation (mr) and the reported heart failure are likely due to the reported single leaflet device attachment. The reported patient effect of worsening mr and worsening heart failure as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda), increased mitral regurgitation (mr) and heart failure. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat degenerative mr with grade of 4. One clip was implanted with good leaflet insertion, reducing mr to 1. On (B)(6) 2019, the patient was re-hospitalized due to heart failure and increased mr of 4. It was found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). There was no tissue damage noted. In the physicians opinion, the slda was due to the anterior leaflet flail. No further treatment was performed; however, a second procedure is planned for a later date. No additional information was provided.